Event description:
Pt on pca pump set for dilaudid at .3 mg/pca dose, with tubing connected to ash catheter, pt taken to dialysis where the pca tubing was connected to the arterial port of the dialysis circuit resulting in a negative pressure in the pca tubing. The negative pressure resulted in an overdelivery of dilaudid. Pt was administrered narcan and made full recovery.